Event description:
The report shows that while servicing the device at the depot facility, the nellcor puritan bennett factory service technician discovered that the audio alarm failed to activate as expected. The service technician inspected the device and replaced the controller "pcba". The unit passed performance verification testing, and was returned to the customer. No death or serious injury was reported by the customer relating to this event. This report is not an admission by nellcor puritan bennett that this device caused or contributed to the event alleged in this report.